Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 7 of 7 mdrs filed for the same event (reference 1825034-2012-01938-1/01939-1 and 02263-1/02265-1 and 1825034-2013-04545/04546).

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Previous patient allegations also included elevated chromium levels. No revision has been alleged. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.